Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the healthcare professional (hcp). The pump was used to deliver baclofen (1000 mcg/ml at 209.8 mcg/day). The indication for use was multiple sclerosis and intractable spasticity. The patient's medical history included allergies to bactrim and flagy. The patient's concomitant medication included citalopram hydrobromide (10mg tabs, 0 days, 0 refills), multi-day vitamins tabs (0 days, 0 refills), multi-vitamin tabs (0 days, 0 refills), tysabri 300mg/15ml conc (0 days, 0 refills), and vesicare 5mg tabs (0 days, 0 refills). The patient had no tobacco use and was never a smoker. The patient's family history included family in poor health, cancer, family history unchanged, acute myocardial infarction prior to age (B)(6), hypertension, and depression. The patient's vitals were taken on (B)(6) 2016 at 5:07pm, and their height was 73 inches. The patient's active problems were abnormal involuntary movements nec and multiple sclerosis. Upon interrogation of the pump logs at the patient's office visit on (B)(6) 2016 the logs showed that a motor stall had occurred on (B)(6) 2015 at 16:39 with a recover on the same day at 17:13. There was another stall on (B)(6) 2015 at 11:40 with a recovery on (B)(6) 2015 at 16:31. No patient symptoms were reported related to the event. Further follow up was done to determine if the patient had symptoms related to the motor stalls, the cause of the stall, and if any troubleshooting or actions/intervention had occurred.